Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. For this batch, there was no deviation or non-conformance. Based on the information received and the investigations performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta reverse shoulder replacement. Surgeon inserted the screw into the metaglene and failed to slide the screwdriver sleeve completed down to protect the screw head prior to screwing in the screw, and one of the screw tines broke off. It fell into the patient but was removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.